Event description:
A report was received from a user facility in (B)(6) indicating that during a cataract procedure, the doctor saw a silver particle entering the patient's eye from the tip of the phaco handpiece. The small silver particle was removed without any consequences and the patient is fine.

Manufacturer narrative:
The handpiece was not returned to b+l for evaluation. The serial number of the handpiece was not provided therefore we were unable to review the manufacturing records.